Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach dental floss for dental cleaning (route: dental, lot number 0083d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the plastic square containing the metal cutting flap would not stay in the floss container and it kept coming out. This report had no adverse event. The consumer continued to use the floss. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 13-jun-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach dental floss for dental cleaning (route: dental, lot number 0083d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the plastic square containing the metal cutting flap would not stay in the floss container and it kept coming out. This report had no adverse event. The consumer continued to use the floss. This report was considered a reportable malfunction case in the united states. Additional information was received on 01-jun-2014 the field sample had not been received. A review of the complaint data revealed no unfavorable trends and no trend involving lot number 0083d. Based on the information available, this device was used as intended for treatment. The complaint was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.